Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported it is painful for the patient to touch her ipg site because she has complex regional pain syndrome (crps). Subsequently, the patient may undergo surgical intervention in order to replace her ipg with a non-rechargeable ipg.

Event description:
Follow-up information revealed the patient underwent surgical intervention where her ipg was explanted and replaced with a different model.